Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and cloudy effluent. On the same day, the patient was hospitalized for the events. Treatment for the events was not reported. At the time of this report, the patient had not yet recovered from the abdominal pain and cloudy effluent. On an unreported date, pd therapies were discontinued. No additional information is available.